Event description:
The customer reported approximately 3 mls of clear diluent leaked underneath the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a lab coat at the time of the occurrence. No erroneous results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the sample line tubing was disconnected from the blood sampling valve (bsv). The fse cleaned the blood sampling valve and actuator. The fse then cut and reattached the tubing and the instrument performed without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).